Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent initial total knee arthroplasty that was subsequently revised. The patient bone scan shows signs of a tibial loosening and the x-rays show anterior subsidence of the tibial baseplate.

Manufacturer narrative:
Operative notes from the primary surgery indicate that the provisionals gave good stability. Operative notes from the revision surgery state that the patient was revised due to tibial component loosening. This information does not change the previous investigation conclusions.

Manufacturer narrative:
Concomitant products: 42500006801, persona femoral component, lot 62159301; 42511400810, persona articular surface, lot 62485077; 10243ba2180517150900, optipac rbc 60 bonecement, lot unk. Visual inspection of the returned tibial component identified foreign material on the component backside and around the keel. Scratches were noted on the finished surface. Review of the returned femoral component identified scratches on the buffed surface and foreign material on the backside. Review of the returned articular surface identified nicks and scratches on the condylar surfaces and the backside. The dovetail feature was also noted to be flared out, which is consistent with implant removal. Review of the device history records for the tibial component identified one anomaly related to the acid wash. Ncr was issued due to foreign material being identified in the acid tank, which is part of operation 2000. The foreign material was identified to be a tie wrap. Acid samples analyzed by an external laboratory confirmed that the acid was not compromised from the contact of the tie wrap; therefore, the affected lots were released to continue normal manufacturing. This ncr did not cause or contribute to the reported event. The components were reviewed for compatibility with no issues noted. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the implanted devices identified no compatibility issues. Review of the returned x-rays from one day after the primary surgery identified that the tibial component may be slightly oversized with some overhang of the medial tibial tray. Per the persona knee system package insert, loosening of the prosthetic knee components is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.